Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. No new defective phenomenon was found during the inspection by the repair department. Based on the results of the investigation, the cause of the allegation could not be determined. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device presented a poor image there was no report of patient harm.